Event description:
It was reported the implantable cardiac monitor (icm) had no bluetooth telemetry and displayed an error message reading "unexpected device condition" when interrogation was attempted. This issue was noted prior to clinical exposure, thus, there was no patient involvement.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of no ble telemetry was confirmed. The reported event of error message could not be confirmed. Device arrived unable to interrogate. The device was cut open for further testing, which revealed that the battery voltage was at end of service (eol) level. Further analysis of device hybrid was performed, and high current was noted on the hybrid circuitry, consistent with the reported telemetry issue. A longevity calculation was performed and found that the battery depletion was premature. The premature depletion conditions were reproduced during analysis.